Manufacturer narrative:
Follow-up information received on 28-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented high blood pressure immediately after device had been implanted in the hospital and had to stay until they could get her to stabilize. This event is serious due to hospitalization and unlisted in the reference safety information for essure. High blood pressure usually requires observation in emergency room and in most of cases, hospitalization is not necessary. However, limited information was provided and cannot be excluded that she was in fact admitted in the hospital. Considering this event occurred immediately after placement procedure, causal relationship with essure use cannot be excluded. Since hospitalization was informed, this case is regarded as incident. Based on the available information, no product quality defect was confirmed. Further information (including clarification regarding hospital stay) has been requested.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060421) in united states on 29-mar-2016 who had essure (fallopian tube occlusion insert). Consumer had essure implanted and had a lot of medical issues that include body swelling, night sweats severe heart palpitations, headaches, abdominal pain, extreme fatigue and depression. She developed high blood pressure immediately after device was implanted in the hospital and had to stay until they could get her to stabilize. She was regularly experiencing shortness of breath and can not maintain employment. She was mostly bed ridden. Consumer assessed the event date as (B)(6) 2013; however, she did not specify it. She assessed the event outcome as hospitalization, disability, other serious and life-threatening, however, she did not provide details about them. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented high blood pressure immediately after device had been implanted in the hospital and had to stay until they could get her to stabilize. This event is serious due to hospitalization and unlisted in the reference safety information for essure. High blood pressure usually requires observation in emergency room and in most of cases, hospitalization is not necessary. However, limited information was provided and cannot be excluded that she was in fact admitted in the hospital. Considering this event occurred immediately after placement procedure, causal relationship with essure use cannot be excluded. Since hospitalization was informed, this case is regarded as incident. Further information (including clarification regarding hospital stay) and technical analysis have been requested.

Manufacturer narrative:
Follow-up information received on 25-may-2016:despite follow-up attempts, no response was given to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.